Manufacturer narrative:
(B)(4). Evaluation, results: mi.

Event description:
A 3.5 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the mid rca of a patient. During procedure, the patient also received one 2.25 mm diameter x 30 mm length (ref MFR # 2953200-2011-00294) endeavor sprint rx in the prox cx. No issues have been reported during stent deployment; however, it was reported that the patient had an mi one day post implant of the relevant stent. It was reported that the patient was asymptomatic on discharge and no other clinical sequelae were reported.